Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that the pulse generator exhibited a connector and setscrew anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.